Event description:
Information received by medtronic indicated that insulin pump had blank display. Insulin pump was not accepting batteries and had insert battery alert. The metal conductor piece on battery cap was missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2020 customer mom called in to ask why is her son's pump is not accepting any batteries at all. She was getting an "insert new battery" prompt. The issue started when she changed the battery on the pump. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: missing serial number label, cracked keypad overlay, keypad overlay texture damage, scratched case. The unit was received without a battery cap. Unit passed displacement, sleep current measurement, and active current measurement tests; it failed self test. No unexpected blank displays were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool was utilized to search for any unusual battery alarms or pump errors that may have occurred around the event date. Did not note any battery errors (58=failed battery test, 104=low battery alert, or 73=change battery fault) that have occurred around the event date. Self test returned a pump error 63. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. A visual inspection of u1 under a microscope reveals that there is a broken trace at pin 6. In addition to occurring during self test, the adapt tool reveals that a pump error 63 (variableinfo = 3) also occurred at (B)(6) 2021 21:26:26.000. The case was cut open. After visual inspection, there is corrosion inside the battery compartment but not on the battery board or on any of the boards, assemblies, and the motor inside the unit. In summary, customer allegation for a blank display was not confirmed during testing; however, the unit fails because there are signs of previous moisture presence inside the battery compartment and because of the broken trace at pin 6 of the u1 keypad assembly. (B)(4).